Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came into hospital for an implantable cardioverter defibrillator (ICD) check-up . Interrogation of the device indicated it was at end of life (eol). It was noted that the patient was part of the (B)(6) study. The device was explanted and replaced. It was also reported that the physician felt that the device reached eol prematurely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis information -- (B)(4) 2014 19:40:47 cst pli# 10 product ID# d164vwc. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Geo event description: it was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) 64 months after implant. Premature battery depletion is suspected. Preliminary geo assessment: no std available. Requested from field. According crdm pp report minimum expected implant time is 4.8 years. Normal battery depletion is assumed. Update 7apr2014: a longevity calculation based on the received std indicate that this ICD did not meet 80% of the lower 99.9% confidence interval of the expected mean longevity. Preliminary geo conclusion: premature battery depletion. (B)(6). (B)(4).